Event description:
A pt underwent cataract surgery using healon (hyaluronate sodium). On the same day the pt developed capsular block syndrome. During surgery a reprocessed cannula was used. The reporting physician assessed the event as non-serious and the causality between healon (hyaluronate sodium) and the event as unk. At the time of the report it is unk whether the pt recovered. F/up received on 2/17/03. The pt was was taking rinderon a (fradiomycin sulphate) as anti-inflammatory therapy. In the initial report the date of cataract surgery was given in 03, but now the date of surgery has been confirmed in 02. The pt's visual acuity initially was 0.8. The pt complained of impaired visual acuity in their left eye and was diagnosed with capsular block syndrome. At the time their visual acuity was 0.15. Pooling of fluid was observed on the posterior surface of the intraocular lenses (capsular block syndrome). The pt underwent an operation for removal of fluid. The pt recovered. The physician in charge reported the event as non serious and the causal relationship with healon as unassessable. The case lacks significant medical info needed to provide an accurate causal assessment in this particular case. It is not stated whether the viscoelastic was completely removed during phacoemulsification or whether there was retained visoelastics or some other complication during the surgery. Additional info is required for a proper causality assessment. In this report the capsular block syndrome may have been caused by retained healon however there is insufficient info on the surgical procedure, irrigation fluids and other agents used during the surgical procedure and the course of the immediate post operative period. Therefore a proper causality assessment cannot be provided.